Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was getting incorrect readings with a particular vial of test strips. On (B)(6) 2017 the patient received readings below 4 mmol/l on his aviva combo system and aviva expert; using the same vial of strips. The time frames and exact values were not proved. The patient was treating for hypoglycemia based on the low results. On (B)(6) 2017 the patient experienced elevated blood glucose results of severe dehydration, dizziness, disorientation, muscle crams, and temporary vision loss. The patient was transported to the hospital. The patient received a blood glucose result of 3.7 mmol/l on his aviva system and a result of 36 mmol/l on the hospital's meter. The time frame between these results were not provided. The mother treated the patient via pump therapy. No treatment was provided by the medical staff. The patient was hospitalized for approximately 4-5 hours. Return of the suspect device was requested for evaluation.